Manufacturer narrative:
During the site visit, the field service representative (fsr) inspected the instrument and found the cuvette wash pump bellows were leaking. The fsr replaced the bellows, bellows only part number (pn) 2-89054-02, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c16000 analyzer, serial number (sn) (B)(6) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the bellows were replaced. A 12-month review did not identify any trends for the bellows, bellows only pn 2-89054-02. The most recent review of the architect c16000 platform found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of probable causes and corrective actions for erratic sample results, including but not limited to damaged probes. Based on the investigation no product deficiency was identified for the architect c16000, sn (B)(6) , or the bellows, bellows only part number (pn) 2-89054-02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a falsely elevated magnesium (mg) result on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 initial = 6.2mg/dl (reference range 1.8-2.6mg/dl) / retest = 1.95ng/dl. There was no reported impact to patient management.